Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 7 was failed and not detected on bus due to a smaller magnet.the field service engineer replaced the insep and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the auxiliary full - height drawer 7 pockets c1 and c3 failed when users tried to retrieve the medication. The customer stated that there was a delay in obtaining the medications needed for a patient. There were no adverse events or injuries reported based on this incident.